Event description:
Allegedly revised due to pain and abnormally high levels of chrome.

Manufacturer narrative:
Conclusion: no device failure.the complaint was reviewed and analysis showed no trend for (B)(4) lot no: u0789573. The package insert was reviewed. The product was not returned.(B)(4)

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for (B)(4), lot no: u0789573. The package insert was reviewed. The product was not returned. (B)(4) - undetermined. Correction: the device history record was not reviewed on the stem. (B)(4).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00306, 00307, 00308. This event occurred in (B)(6).